Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 40 mg/dl; cause was unknown, however customer indicated that they sporadically experience lows, and did not believe the pump was the cause. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.